Event description:
It was reported that the event occurred in the cardiac cath lab. The intra-aortic balloon (iab) was prepped per instruction. The md inserted the super arrow-flex (saf) sheath into the patients' right femoral artery. The md found it was impossible to insert the iab through the saf sheath. The iab became stuck in the saf sheath and as a result, the md removed the saf sheath and the iab as one unit. The spring wire guide (swg) remained in place and the md inserted another saf sheath and iab without difficulty. There was no reported patient death or injury. There was a very short delay in therapy, until the second iab was prepped and inserted. Medical/surgical intervention was not required. There were no reported patient complications. The outcome of the patient is "good".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.